Manufacturer narrative:
During follow up, the customer indicated that they are in communication with their clinical diabetes educator. Customer also indicated that bg levels returned back to target after delivering a bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 266 mg/dl. Customer treated elevated bgs by administering a correction bolus. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer discuss settings and other factors that may influence bgs with healthcare provider.